Event description:
It was reported the patient presented for a magnetic resonance imaging (MRI) procedure. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in back up mode in labelled MRI environment. The ICD was successfully restored. It was then noted that the ICD exhibited a data problem. The patient was in stable condition and will be further monitored.

Manufacturer narrative:
Further information was requested but not received.